Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test, clear passage, and pressure test were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link valve disconnected from the rest of the one-link extension set during flushing of the intravenous site. This occurred prior to chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.